Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, inadequate capture was noted on the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the event.

Manufacturer narrative:
The reported event of the lead ¿inadequate capture due to a rising threshold¿ was not confirmed. As received, only the connector portion of the lead was returned in one-piece measuring 4.7cm was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead.